Event description:
The pt received the scs system on (B)(6) 2011. It was reported intraoperative testing revealed the ipg would not communicate with the pt programmer. The physician implanted another ipg to successfully complete the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.